Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes cap came loose after use. This occurred on 5 occasions. The following information was provided by the initial reporter: sstii tube cap comes loose after recapping. Customer noted that the sstii tube caps will come off loose after recapping.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes cap came loose after use. This occurred on 5 occasions. The following information was provided by the initial reporter: sstii tube cap comes loose after recapping. Customer noted that the sstii tube caps will come off loose after recapping.

Manufacturer narrative:
Investigation: bd had not received samples, but a video was provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for caps loosening after recapping with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.